Event description:
Event description guidant received information that this pacemaker, which has been implanted for 4 years and 11 months. Had no pacing output and could not be interrogated despite various troubleshooting attempts to correct the situation. There was also no magnet response from the device. The patient is hospitalized for bradycardia and shortness of breath, his intrinsic rate is 50 bpm.